Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had inoperable compressor that will not turn on. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the event and plugged the compressor in to resume power. The unit passed all testing and operated within the manufacturing specifications.